Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with high blood glucose over 400 mg/dl. He was in the hospital for two nights. The customer stated he had been experiencing high blood glucose for about a week. Current blood glucose was 349 mg/dl and he treated with manual injection. The drive support cap was recessed. The customer stated he would call back to troubleshoot the insulin pump.